Event description:
Customer received result of 3.7 mmol/l on the mobile system, and a result of 7.1 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 490889, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.